Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that reprogramming was performed to address the jolting. No additional complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that patient was getting random jolting sensation down his left leg, 3-4 times per day, and it can happen anywhere at any time or body position. The patient actually fell on (B)(6) 2017 as a result of the jolt. Impedance check showed impedance at 549-959 ohms, using different reference points. The patient had normal programming, but since getting jolts, he was programmed to high density (hd)settings, 4 months ago, to see if that issue went away, but it has not. The representative met with the patient (B)(6) 2017 for reprogramming again, but same issue occurred. The patient fell over a year ago on his hip and knee, but the random jolting sensation did not start until 6 months ago. Supposedly at one point stimulation was off due to ins battery depletion and the patient did not have jolting sensation that week. It was suggested that they turn stimulation off and not touch the patient programmer for a day, to confirm that the patient was not feeling the jolting sensation when therapy was off. The patient also mentioned that for about a week or so, his battery would discharge very quickly, within hours, and this was around the time that patient met with representative in approximately (B)(6) 2017. Current recharge frequency is normal based on hd settings, so it doesn't explain why the patient had the week of quick battery depletion. Discussed x-ray to see if anything can be spotted. The patient had pain relief in general. Discussed potential for connection issue or short in system. No further complications were reported/anticipated. The indication for implant was unknown.